Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0002648920-2017-00407. Customer has indicated that the product will not be returned to zimmer biomet for investigation, hospital disposed of product. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a closed reduction due to dislocation approximately five years post-implantation. The closed reduction was unsuccessful and the patient underwent a revision two days after the closed reduction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device was not returned for analysis; therefore, a product evaluation could not be conducted. Device history report was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was undetermined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.